Event description:
Provider states that both the left and right side frame are broken at a weld toward the back of the chair where the anti tippers attach.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.